Event description:
The ge oec 2800 fluoroscopy system would not boot up.

Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective surge suppressor pcb that was removed and replaced to repair the malfunction. The system was tested and found to be operating as intended, and was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue.